Manufacturer narrative:
Analysis of the pump found overinfusion with undetermined root cause.

Manufacturer narrative:
Analysis summary: this pump is being analyzed according to an approved deviation of the rpa work instructions for smii pumps (qsd22039, v 5.0). During repdwi1476 testing, the pump was found to be overinfusing by more than 14.5% at standard test conditions and typical therapeutic rate (300 ul/day) and has been coded with the appropriate afc code for overinfusion. Per the deviation, this pump will be subjected to CT scan and possible long term dispense and weight testing, using last known infusion rate from full to empty. The pe record will be closed at this time and re-opened to add the results of this long term testing and any additional analysis findings per the next steps defined in the deviation.

Event description:
Information was received from a consumer. The pump was also delivering an unknown medication. The pump was delivering too much fluid. At a pump refill there was a volume discrepancy of less medication than expected.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare provider. It was reported that the observed volume discrepancies involved the volumes being less than expected. At the (B)(6) 2015 refill, the pump was expected to contain 15.8ml but was found to contain 8.0ml. At the (B)(6) 2015 refill, the pump was expected to contain 17.9ml but was found to contain 1.0ml.

Manufacturer narrative:
This pump was subjected to oi CAPA testing. The pump logs were free from any anomalies; therefore not requiring this pump to be put through full destructive analysis as per lab process. Analysis is complete.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information received from a healthcare provider (hcp) via a manufacturer representative regarding a patient receiving morphine (unknown dose/concentration) via an implanted pump system. Indication for use was noted as spinal pain and failed back surgery syndrome. It was reported that there were volume discrepancies. It was unknown what led to the event or how the issue was identified. The pump was replaced on (B)(6) 2015. The patient's status at the time of report was "alive-no injury." It was reported that the issue resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.